Event description:
The patient report on (B)(6) 2013, at 6:34 pm, she activated a new pos and her blood glucose and insulin history is as follows: she was driven to the emergency room by her husband. Upon arrival, she was given fluid intravenously and a manual injection of 8 units of insulin. The pod was removed and discarded at the ER.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported; therefore, no qualification records were reviewed.